Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 501mg/dl. The customer mentioned that the insulin pump alarmed failed battery test. Troubleshooting could not be performing as customer did not have the tubing clamp to run the high pressure test. The customer stated that the health care professional requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specifications. No occluded anomaly was observed during analysis.